Event description:
The patient had a total hip and we had steri drapes (ioban) of reference #6619. The scrub technician has found holes in these before. The outer packaging was checked carefully, which was fine, but the inside packaging had a hole. The same thing occurred with the second one. We had to open three drapes to get one that was without blemish. Yesterday, there was also a problem with two drapes.